Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a bd alert following a ventricular tachycardia ablation procedure. Review of the s-ICD data indicated the battery went down to three percent but has since gone back up to 90 percent. Reviewed of the s-ICD data confirmed the bd alert was triggered due to the long/frequent duration of magnet application, and as it was intermittent, the annunciator was beeping drawing down the battery. The s-ICD has been reprogrammed. Additional information provided from the field indicated surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.